Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter had a cloudy display. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that the alleged issue was discovered at an unspecified date and time in (B)(6) 2012. The patient stated that she manages her diabetes with insulin (unknown type and dosage). On (B)(6) 2012 at 10:00am, the patient claimed to have developed symptoms of "shakiness, cold sweats, and headaches" and on that same day, throughout the day, took less food/drink in response to the reported issue. The patient denied receiving any treatment in response to the symptoms. During troubleshooting, cca noted that there was no evidence of misuse. The reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because, the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.